Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, abnormal menstrual bleeding, dyspareunia, pelvic pressure, and urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6), and (B)(6) 2011 by (B)(6) due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort with intercourse, frequency, dribbling, pelvic pressure, vaginal discharge, vaginal spotting, abnormal menstrual bleeding, dyspareunia, and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced discomfort with intercourse, frequency, dribbling, pelvic pressure, vaginal discharge, vaginal spotting, abnormal menstrual bleeding, dyspareunia, and urinary incontinence.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
It was reported the patient underwent mesh revision (correction made in operation performed) on (B)(4) 2009 by dr. (B)(6) md.